Event description:
Information received by medtronic indicated that the insulin pump had a failed battery alarm and software low level failure alarm. Customer stated that they experienced hyperglycemia. Customer blood glucose level at the time of event was 300 mg/dl. No harm requiring medical intervention was reported. The insulin pump will not be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.